Event description:
The customer reported that the ventilator went vent inop and alarmed due to a data acquisition pcba adc failure. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The customer reported there was no patient harm. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. Pse advised the biomedical engineer to evaluate the data acquisition pcb board for replacement to address the reported problem. The biomedical engineer reported the data acquisition pcb board was replaced and the reported problem resolved.

Manufacturer narrative:
Device out of warranty; no request for manufacturer service. Out of warranty; no request for mnf serv.